Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported an 88-year-old male was implanted with an impella cp for mechanical circulatory support. It was reported that the case was aborted due to a damaged pump. The impella cp was started with easy guide lumen inside the pump. A new pump was used instead. There was no patient harm reported.